Event description:
The pt complained of feeling unwell, scheduled a clinic appointment, and expired prior to being seen. The pathologist confirmed the valve was completely obstructed by thrombus. Microbiology and pathology confirmed the thrombus to be thrombotic material (not infection/pannus).